Event description:
The distributor reported that the incident occurred during regularly scheduled testing. Manual adjustment of the inspiratory pressure (pip) setting results in the expiratory pressure (peep) setting changing automatically. Further testing found that the reverse also occurred. Manual adjustment of the peep resulted in the pip changing automatically. There were no alarms or error codes.

Manufacturer narrative:
The distributor tried to correct the issue by replacing the duckbills on the ventilator. The issue was not resolved. The MFR and distributor are currently working to determine the cause of the reported failure. A f/u MDR will be submitted once a resolution is reached. The ventilator will not be sent back to the MFR for repair. It will be repaired by the distributor.